Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 156mg/dl. The customer's expected fasting blood glucose test result range is 70-130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): the 152mg/dl (B)(6) 2016 09:56 am fasting: no, the 126mg/dl (B)(6) 2016 09:32 am fasting: yes, the 220mg/dl (B)(6) 2016 08:51 am fasting: n/a (control solution), the 183mg/dl (B)(6) 2016 08:45 am fasting: n/a (control solution), the 42mg/dl (B)(6) 2016 08:41 am fasting: n/a (control solution). Customer was originally calling for an e-0 that was resolved through training however customer does not trust the result obtained and believes that the meter is reading high.. Customer obtained a result of 126mg/dl fasting this morning. During troubleshooting for an e-0 customer obtained a result of 152mg/dl. The customer advised the product proper storage environmental conditions.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 156mg/dl. The customer's expected fasting blood glucose test result range is 70-130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is 11/21/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer was originally calling for an e-0 that was resolved through training however customer does not trust the result obtained and believes that the meter is reading high.. Customer obtained a result of 126mg/dl fasting this morning. During troubleshooting for an e-0 customer obtained a result of 152mg/dl. The customer advised the product proper storage environmental conditions.